Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid left anterior descending coronary artery that was 75% stenosed. The 3.5x15mm rx traveler balloon dilatation catheter (bdc) was used to successfully pre-dilate the lesion and was removed. When attempting to use it again for the next pre-dilatation, it was noted outside of the patient that the shaft of the device was separated into two pieces approximately 20-30 cm from the tip. The bdc was not used. An unspecified bdc was used and an unspecified stent was deployed to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.